Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that the device sterility was compromised. The stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was found to be contaminated. The procedure was completed with another of the same device. The patients condition following the procedure was stable, and no complications were reported.

Event description:
It was reported that the device sterility was compromised. The stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was found to be contaminated. The procedure was completed with another of the same device. The patients condition following the procedure was stable, and no complications were reported. It was further reported that the vessel was mildly tortuous and mildly calcified with 40% lesion stenosis.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).